Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v014128, product type: lead. Product ID 377760, lot# v014128, product type: lead. Product ID 37711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID 37711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported she had an implantable neurostimulator (ins) implanted that did not work. They had to go back in 2008 to have the ins implanted in the thoracic area. Follow-up is being conducted to determine issue with the ins and any patient symptoms associated with the issue. Indication for use included post lumbar laminectomy syndrome. The health care professional (hcp) reported that percutaneous leads were replaced with sublaminar leads. It was unknown if there was a device/ therapy issue. The patient was not getting pain relief in the left leg. Spinal cord stimulation (scs) was not reaching low enough; therefore a revision was needed. It was later noted that the ins was okay, but the patient was not covered by leads. Because of this, the leads were changed to a paddle lead. The revision to implant the paddle lead occurred on (B)(6) 2008. The patient developed an epidural hematoma during the procedure so the procedure was stopped. The lead replacement was rescheduled for a later date.